Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that post-paced t-wave oversensing was observed on the ventricular channel on a stored egm. After programming changes were made, non-sustained episodes were observed. Programming changes were made again. Patient was doing fine after the event.

Event description:
New information received notes non-sustained oversensing was observed due to post-paced t-wave oversensing via remote transmission. Programming changes were recommended, but were not made yet. Patient is fine and will continue to be monitored.

Event description:
New information received indicated that through remote transmission, additional non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing. Programming changes and further testing were recommended. The patient was doing fine.